Event description:
It was reported that the patient's artificial urinary sphincter balloon was explanted due to recurring incontinence. A higher pressure balloon was needed. A new 71-80 cm h2o balloon was implanted. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter balloon was explanted due to recurring incontinence. A higher pressure balloon was needed. A new 71-80 cm h2o balloon was implanted.